Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that starting last night, the patient reported their stimulator no longer helped their symptoms, and the control equipment would not connect. It said, 'device is not responding, reposition.' The patient was worked with to close all applications, relaunch the patient application, reposition the communicator, and retry several times, but they were unsuccessful. They were worked with to power down the communicator, restart the handset, palpate the ins area to find the ins, power back up the control equipment, and try again. They were successful to connect and reported stimulation was on, on program 2 at 1.0 volts. They were worked with to increase to 1.2 volts. They said they felt low grade vibration where the ins was located, not in the bike seat area. It was recommended they reduce stimulation to 1.1 volts and call their doctor for further guidance. If the doctor wanted them to change programs, they could call the manufacturer help line back. The patient confirmed they would call their doctor because they also developed gross hematuria that started last night.